Event description:
Information received indicates the head section will not rise unless it is manually pumped up first, and then it will drift back down.

Manufacturer narrative:
The technician found the hydraulic manifold leaking. The technician replaced the manifold to repair the bed.